Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin to address the issue.